Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with p/r-wave amplitude diagnostics. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right ventricular (rv) lead which led to intermittent detection and resetting of the detection counter on the implantable cardioverter defibrillator (ICD) during the patient's episodes of ventricular tachycardia (vt)/ventricular fibrillation (vf). High voltage therapy was not delivered and the patient died.